Event description:
During a retrospective review of service notifications, it was found that during an unspecified study, the 18l6 hd transducer generated triple image artifacts. The reported patient outcome was delay of diagnosis. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report was returned to siemens for evaluation. It was found during destructive analysis that when touching the flex which is connected to the amb a-board, the noise was detected in c-mode. The transducer was investigated and the likely root cause of the reported phenomenon is due to electrical short due to contact failure between array fpcb and amb. Based on the investigation result, triple images can be caused by electrical short. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.